Event description:
Six different baxter repeater pump fluid transfer tube sets from lot # 60148524 were found to have a defective heat seal, leading to loss of sterility. FDA safety report ID# (B)(4).